Event description:
After the surgery, it was found that two distal screws were broken and also pseudarthrosis was noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.